Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a sudden increase in left ventricular (lv) pace impedance measurements. The measurements were high and out of range at greater than 2,000 ohms. The lv thresholds and r-waves remain unchanged. Boston scientific technical services (ts) provided troubleshooting efforts. No adverse patient effects were reported. Additional information indicates that this patient will be monitored via the remote home monitoring system. The lead at this time, is still providing therapy therefore, no surgical intervention is planned at this time.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.